Event description:
Npb received info which suggests that a ks330 unit stopped cycling while in pt use. There was no pt injury. Customer was unable to provide details of pt diagnosis or specific event info.

Manufacturer narrative:
.